Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient fell and resulted in a periprosthetic fracture - we removed cup and stem and replaced with a tritanium primary shell and a restoration modular stem.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an abg stem was reported. Following review by a clinical consultant periprosthetic fracture and loosening of the stem were confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: x-rays confirm a pp-fracture at the level of the stem tip with a loose stem. Peri-prosthetic (pp) fracture is a well-known complication of total hip arthroplasty. The incidence of such fractures is fortunately low though far from rare, a few percent in cement less hip arthroplasty. Several factors are known to be associated with the incidence of peri-prosthetic fractures. These are usually either procedure-related or patient-related. Device-related factors play no role in pp-fractures that are usually caused by external trauma of the patient or during surgery by mismatch between stem size and bone geometry. In this case, it was reported that the patient had sustained a fall and consequently acquired a pp-fracture. This represents an overload condition by external traumatic forces. The fall as such is a typically patient-related event that is beyond control of anyone. Although the type of fracture was not such that the fixation section of the stem was involved, the stem still became loose, probably caused by the kind of trauma and probably the weaker osteoporotic bone. Also the presence of heterotopic ossifications (ho) might have played a role by causing stiffness in the hip, thereby making dislocation impossible and thus indirectly contributes to a pp-fracture. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review of the medical records by a clinical consultant concluded: principal failure mode is patient-related due to a fall with several additional patient-related factors present and as such this pi case is not device-related. A patient fall 24-years after implantation caused a pp-fracture requiring revision. No further investigation for this event is possible at this time. If further information such as return of devices and/or additional clinical information becomes available, this investigation will be reopened.

Event description:
Patient fell and resulted in a periprosthetic fracture - we removed cup and stem and replaced with a tritanium primary shell and a restoration modular stem.